Manufacturer narrative:
Continuation of d10: product ID a820 lot/serial#: unknown; product type: software. Product ID: hh9020tdd; lot/serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump. The patient reported connection lag issues. Patient stated "it takes about 30 minutes". When asked about event date, patient stated "for about 1.5 month now it's just getting worse and worse, it's really slow". Bolus per day: 6, version: 2.0.1700. Agent reviewed data and assisted the patient in deleting the data. Patient was able to connect to the pump with no lag.